Event description:
It was reported, during demonstration the subject device sometimes works sometimes it does not. No patient involvement.

Manufacturer narrative:
Device evaluation found the customer's allegation was confirmed as the image was discovered to be intermittent flickering due to a faulty cable. In addition, the device evaluation found rust inside the charge-coupled device (ccd) and a failed leak test. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.